Event description:
It was reported the patient's lv lead exhibited loss of capture. X-rays indicated lead dislodgement. As a result, the lead was repositioned with good electrical parameters. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).